Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the device. The fuse was replaced but it blow again. The power board was replaced. When the alarm motor fault occurs the 48v dc drop down to 5.7v the customer disconnect the turbine driver board 48vdc voltage return to normal. As a resolution the turbine driver board was replaced and the unit working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed motor fault, hardware fault and power board overheat. As of this time, there is no information about patient involvement associated in this reported event.